Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent revision breast augmentation with 550cc mentor memorygel breast implant on the right side, and with 800cc mentor memorygel breast implant on the left side and experienced breast implant rupture on her right side postoperatively. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with silicone implants on (B)(6) 2023. On (B)(6) 2023. Mentor became aware that the left device was larger than the right with asymmetry issue. The patient underwent bilateral explantation and replacement with catalog number 3508001bc; serial number (B)(6) on the left side and with catalog number 3505501bc; serial number (B)(6) on the right side on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.